Event description:
Rn and na were in the room at the time of the incident. Rn stated to rt that the "ventilator was broken". Rt observed frozen screen and no ventilation from the ventilator. Patient was being manually ventilated by rn.